Manufacturer narrative:
Investigation: per the rdf, there was not a clear cause for the patient¿s higher-than-targeted end hematocrit. It is possible that the hematocrit of the replacement fluid used during this run was higher than the 55% that was programmed. A service call was placed and a full machine checkout was performed. The reported condition could not be duplicated. The machine is functioning per manufacturer's specification. An autotest and saline run were successfully performed. A one year service history review was completed for this device and no issues related to the reported condition were identified. An internal report indicates no further related issues have been reported for this device. Root cause: a definitive root cause could not be determined.

Event description:
The customer declined to provide patient identifier. Per the customer, no medical intervention and follow-up was necessary for this event.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Based on the signals in the run data file analysis, the spectra optia system operated as intended. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported that after a red blood cell exchange (rbcx) procedure, the patient's post hematocrit (hct) was higher than what was programmed. The patient's beginning hct was 28.4% and the programmed end hct was 30%. Approximately 15 minutes post procedure, the end hct was 36%. Per the customer, the patient was treated as an outpatient and was discharged after the procedure. Patient outcome is unknown at this time. Patient identifier is unknown at this time.